Manufacturer narrative:
(B)(4). Date sent: 9/20/2021. H6: component code =g04. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with the joint cover damaged and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/ batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a respiratory surgery, it was found that the rubber on the articulation joint peeled off before use. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.